Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was duplicated. The cause of the reported issue was due to a loose ac connector. However, visual inspection found damage to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the damaged dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for loose power port. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was no patient involvement.